Event description:
A microscope wouldn't focus (go up and down). Multiple measures were taken to adjust the microscope and foot pedal. Biomedical services were notified. Biomedical services came to the operating room, and tried to adjust the microscope without success. The surgical procedure was aborted (only prep had been done, no surgery) per physician request.